Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device pc2370 and no non conformances/ manufacturing irregularities related to the malfunction were identified. (B)(4) investigation summary: visual analysis of the returned product revealed that one opened sample product code vcp359 was received to ethicon inc for evaluation. The strand was observed broken in several pieces due to the degradation process caused by exposure to the environment. The product code vcp359 contains an absorbable suture. As the package was received open, the time of exposure to the environment could not be determined and a functional tests cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. This condition contributed to the degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Three packets of product code vcp359 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that three packets that appear to be closed of product code vcp359h could be observed. The condition reported could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Additional information was requested and the following was obtained: did the four cases of "suture breakage" were found inside the package before use on the patient? Before use on patient. Procedure name? Unk ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ¿g/m

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. The suture had been found broken in the newly dispensed suture when preparing for surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned open device, the strand was observed broken in several pieces due to the degradation process caused by exposure to the environment. No additional information could be provided.